Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of an auto lead detection (ald) signal on the right ventricular (rv) channel. It was stated that this patient only had a left ventricular (lv) lead and that the rv channel port was plugged. Subsequently, this patient underwent a procedure to add a rv lead and stop the ald function, which corrected the issue. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of an auto lead detection (ald) signal on the right ventricular (rv) channel. It was stated that this patient only had a left ventricular (lv) lead and that the rv channel port was plugged. Subsequently, this patient underwent a procedure to add a rv lead and stop the ald function, which corrected the issue. This device remains in service. No adverse patient effects were reported. Additional information was received with patient information. This record was updated to add them. No adverse patient effects were reported.

Manufacturer narrative:
Updated section a. Patient information with patient details. If pertinent information is provided in the future, a supplemental report will be submitted.